Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was testing in settings mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported consuming less food/drink when they were unable to test on the subject meter. The patient reported that at around 3:30pm they developed symptoms of "thirsty and frequent urination". The patient did not report any other treatment beyond decreasing their food/drink intake. The alleged issue was resolved with training. The cca educated the patient on correct usage of the device. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.